Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the 5 vdc power supply was at 5.4 volts. Power supply adjusted to nominal 5.1 vdc. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 locked up and was not operational. There was no adverse patient involvement reported. There was no pt information reported.